Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a few days post-operative a procedure, there was a leak. There was no issue during the case, donuts were intact and leak test was satisfactory.